Manufacturer narrative:
The reported field event of set screw connection issue could not be verified in lab. The rv/svc (df4) set screw was not returned along with the device. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A test set screw was used to test the device pacing lead impedances and sensing. No anomaly was detected.

Event description:
It was reported that during the procedure, when the set screw was being tightened on the implantable cardioverter defibrillator (ICD), the wrench would not ratchet. The set screw could not be loosened as well. Neither a grommet or screwdriver had success in loosening the screw, and the set screw did not appear to be stripped. Finally, a l-wrench was inserted and was able to loosen the screw out. The lead was removed and inserted into a new ICD. The patient was in stable condition.